Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a case. The case was completed using backup equipment. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated during a case. The case was completed using backup equipment. There was no delay, no medical intervention, and no adverse consequences.